Event description:
A surgeon reports the haptic of the intraocular lens (iol) was caught in the cartridge of the iol delivery system and pulled off. The wound was enlarged to accomodate removal of the lens.